Manufacturer narrative:
(B)(4). On 11-may-2016, a philips field service engineer (fse) reported that while on site, performing service for noisy vertical couch movement (addressed by (B)(4)), the safety bar that was placed to perform service on the couch of the brilliance 64 slice CT had moved from position when the fse was removing the vertical drive motor. This allowed for the couch to drop onto the fse's right hand, pinching his hand between the couch and the floor. The fse was taken to the emergency department at the hospital and was diagnosed with a broken middle finger. The fse received bone correction surgery as a result of the injury. Following the incident, two additional fse's completed the servicing of the system to return it to operation. On 29-jun-2016, a new vertical safety bar was ordered and replaced on the system. The safety bar was sent to the (B)(4) facility in (B)(4), USA for evaluation by philips engineering. On 11-jul-2016, the safety bar was received at the (B)(4) facility and an investigation of the safety bar was performed. Philips engineering analyzed the safety bar, log files, and pictures that were provided and concluded that the supporting evidence indicates that the safety bar was not fully and properly seated in the installed position when the couch dropped. This resulted in the safety bar being allowed to move toward the motor/brake assembly and for the couch to drop. Analysis of the safety bar showed a lack of galling, marring, deformation or other indications of excessive load bearing on the safety bar that would indicate a failure of the safety bar.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation.

Event description:
In this case, a philips field service engineer (fse) reported that while on site for corrective maintenance of an artifact issue, the couch dropped and pinched the fse&#62688;hand on a brilliance 64 CT system. A philips quality assurance analyst (qaa) confirmed that the injured fse's right hand was pinched, the middle finger was broken, and bone correction surgery was required.